Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 97792, product type: accessory. Product ID 97792, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a possible infection and redness at the pocket. The devices were explanted on the day of the report. The issue was resolved at the time of the report. The devices were returned and would be replaced in the future.

Manufacturer narrative:
No anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.